Event description:
Doctor indicated a loss of loss of primary stability and integration of nanotite tm tapered certain® prevail® implant 4/3 x 10mm due to infection, implants removed, areas debrided, re-grafted and new implant placed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The investigator was unable to verify the complaint. The returned product showed signs of general use but no damage. Review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. No root cause has been determined. (B)(4).